Event description:
It was reported that the pump declared an altitude alarm, causing recurring interruptions in insulin delivery and resulting in high blood glucose levels. There was no specific blood glucose value reported, but it was described as "high". To manage the situation, the customer used a correction injection via multiple daily injections (mdi) and was off the pump due to the issue. No assistance from a third party was required. The customer contacted their healthcare provider, who referred them to tandem, resulting in the approval for a replacement pump. Tandem technical support instructed the customer on safe storage of the current pump and the steps to follow upon receiving the replacement pump, along with guidance related to software updates and sensor use.